Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was not grasping properly. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the grip tip was sticking out, the tip was misaligned. Instrument did open but did not bite properly. There was no evidence of tissue entrapment. No fragments fell into patient's anatomy. Instrument was replaced with a new one immediately. Customer observed that force bipolar easily broke down after using it for few times. A wire was sticking out from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.